Event description:
Per the sales rep, the doctor was about 3-4mm from the edge of the implant and was drilling with the quick drive mini when the implant cracked. It cracked around the drill site. The implant was left in pt¿s skull.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available then it will be submitted in a supplemental report.